Manufacturer narrative:
(B)(4) date sent: 6/28/2015 additional information requested and received: what type of procedure was the device used in? Bypass. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Not mentioned. How much blood was lost (ml)? Unknown. What color cartridge was being used? Ecr blue on the stomach (1 horizontal + 2-3 vertical applications) ¿ white on bowel. The complaint form indicated this was a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Post-op bleeding ¿none required reoperation. Stapler: powered 1st generation 45 mm. Issue : use of ethicon endocutters always require additional step for hemostasis ¿ has to perform a running suture in majority of cases which significantly increases the length of the procedure ¿ not needed with covidien staplers ¿ has become very nervous about our staplers after he had two cases of major postoperative bleeding ¿ none required reoperation. To be noticed: he recently mistakenly used a white reload on the stomach and noticed no bleeding. The post-op bleeding was identified with the fall of hemoglobin in the blood tests the hemoglobin was stabilized after some days and any reoperation needed blood transfusion and hospital stay was 1 week longer than usual. Additional information requested but unavailable: where does the surgeon believe the bleeding originated? Has any diagnostic tests been performed to confirm if bleeding was intra-abdominal or intraluminal?

Event description:
It was reported by the affiliate that during an unknown procedure, additional steps are required for hemostasis. Had to perform a running suture in case.